Event description:
Patient presented to the physician with pain at the ipg pocket. Upon examination, the ipg was found to have rotated laterally and become superficial toward the skin. Physician brought the patient into the or, removed the ipg, created a new pocket, repositioned the ipg into the new pocket, sutured, and closed.